Event description:
It was reported that after 22 years in service, this right ventricular (rv) lead presented oversensing, noisy signals, high pacing threshold measurements and intermittent loss of capture with the issues attributed to wear down on its insulation. It was capped and surgically abandoned, with a new device implanted. No additional adverse patient effects were reported.